Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2205302 presented no issues during the manufacturing process that can be related to the reported event. Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the retraction portion of the deployment procedure. The device came out of the body and manual pressure was applied to the site. There was no reported patient injury. The mynx vcd was used in a left heart diagnostic cath. The procedure used a retrograde approach. The device was removed from the package as per the instructions for use (IFU). The mynx vcd was stored, handled, and prepped according to the IFU. The deployer was mynx certified. A 5f avanti+ femoral catheter sheath introducer (csi) was used during the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The product was not returned for analysis. A product history record (phr) review of lot f2205302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the retraction portion of the deployment procedure. The device came out of the body and manual pressure was applied to the site. There was no reported patient injury. The mynx vcd was used in a left heart diagnostic cath. The procedure used a retrograde approach. The device was removed from the package as per the instructions for use (IFU). The mynx vcd was stored, handled, and prepped according to the IFU. The deployer was mynx certified. A 5f avanti+ femoral catheter sheath introducer (csi) was used during the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The device was not saved and will not be returned for evaluation.